Event description:
Hcp reports pt presented with thoracic radiculitis, abdominal pain and mechanical failure of their pump. The drugs used in the pump are dilaudid, bupivacaine, and clonidine. In 2006 the pt was scheduled for prophylactic pump replacement due to recall. The surgery was subsequently cancelled due to difficult intubation with respiratory depression requiring intubation and ICU care. Two days later, the pt was stable and was able to undergo pump replacement while still intubated. The pt recovered without sequela.